Manufacturer narrative:
Based on investigations of all currently available information, a correlation between the reported event and this medical device cannot be confirmed at this time, nor can a definitive root cause be identified. However, given that the use of this product cannot be entirely ruled out as a potential cause or contributing factor to the event, this report is submitted in accordance with relevant regulatory requirements.

Event description:
A patient, one year after undergoing knee joint replacement surgery, felt something break inside the body while getting out of a car. An x-ray examination showed a fracture at the yoke of the tibial insert. A revision surgery was subsequently performed.